Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed target lesion with a >45 and <90 degrees significant bend was located in the mildly tortuous and moderately calcified left anterior descending artery. Following pre-dilatation of a 2.50x8.00 nc balloon catheter, a 38 x 2.75 promus premier select drug-eluting stent was advanced but encountered difficulties in crossing the lesion due to resistance and it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: promus select ous mr 38 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed target lesion with a >45 and <90 degrees significant bend was located in the mildly tortuous and moderately calcified left anterior descending artery. Following pre-dilatation of a 2.50x8.00 nc balloon catheter, a 38 x 2.75 promus premier select drug-eluting stent was advanced but encountered difficulties in crossing the lesion due to resistance and it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient was stable.